Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.5.09144 installed on samsung galaxy s23 (v 14.0) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We have conducted a thorough investigation of dashboard logs for october 1st, we identified several entries corresponding to the pnreceivedevent. These entries indicate that the system successfully received three push notifications on that date. Each of these events was properly logged, confirming that the push notification service was functioning as expected during the specified period. We have provided the below recommend steps: 1.reinstall the cp application. 2.recheck the patient setting toggle is on. 3.check the sound settings. 4.use good quality of internet. 5.set the device dnd on , set cp app dnd on, set the mobile sound to full volume and check the push notification sound. 6.set the device dnd on , set cp app dnd on, set the mobile sound to silent and check the push notification sound. This issue is not confirmed. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between carelink and the mobile device as the carelink connect application not receiving any alerts on phone. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.